Event description:
It was reported that the patient experienced pocket stimulation with left ventricular (lv) pacing. The stimulation was resolved when the lead was programmed off. The lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.